Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guiding catheter was inserted without an outer sheath. Difficulty was encountered during advancement to the target location so a competitor guide wire was also used. It was noted that the lead at this point had a blue resin-like material at the lead tip. When re-inserting the lead, resistance was felt near the guide catheter hemostasis valve and it was difficult to insert the lead. Flushing of the guide catheter was performed and the issue was not resolved. A kink near the proximal portion of the guide catheter was noted due to excessive insertion attempts and removal and rotation. The guide catheter was removed and replaced. The lead was then successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had not been implanted during the procedure.